Event description:
A dentist in (B)(6) developed redness/itching/eczema after wearing the gloves. The symptoms persist, and she will be seeking medical attention.

Manufacturer narrative:
The complaint was forwarded to the manufacturing facility for investigation. We are awaiting sample return. We are also awaiting the results of the dentist's medical attention/testing (she is not available until (B)(6) 2010). A follow up report will be filed when the investigation is completed.